Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism and in/on the helix/lobe mechanism (sleeve head).

Event description:
It was reported that the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.